Event description:
The recipient is reportedly experiencing device extrusion. The recipient is presenting with otitis media. The recipient's device was explanted. The recipient was not reimplanted. The recipient's device will not be returned to the company for analysis.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient¿s medical issue has resolved. There was no additional medical treatment other than the explant. A review of the device history record was completed and rework was noted at the silastic bubble, this is believed to be unrelated to the complaint reason. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.